Event description:
It was reported that the intra-aortic balloon ruptured after approximately 7 days in use in the critical care unit. The balloon had been working appropriately. Initially, there was a loss of waveform and it was not augmenting. The helium tank was checked and was ok. Alarms began. The balloon was removed. The patient did not require another iab after removal and had no further complications due to this event.